Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing in an attempt to resolve the issue; however, issue persisted and customer loaded a new cartridge. Customer's blood glucose was 122 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.